Event description:
It was reported that the hemostasis valve/sideport assembly separated from the sheath introducer, 4 days after insertion in the or. The pt was found in a large amount of blood, and CPR was initiated with no success. The pt expired.